Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and insulin flow blocked alarm. Customer blood glucose level was 500 mg/dl. It was unknown that auto mode feature was active at the time of high blood glucose event. The device will be returned for analysis.